Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2016 the customer received the following readings within 10 minutes: 438 mg/dl and 171 mg/dl. No adverse event reported, meter and strips replaced and requested for return.